Event description:
Enduser called to report her pronto m51 will only work for about 30 minutes after charging. Reportedly the dealer has offered to take the chair for 48 hours to run some tests but enduser will not let them take her chair because she needs it. There is no report of injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 3 years, 5 months old. The owner's manual part number 1125085, rev. J (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Additional information has been received. In speaking with the dealer, he stated that in his opinion there was nothing wrong with the wheelchair. The end user heavily uses this device. The end user was explained by the dealer that they would need the wheelchair for approximately a day and a half and to date, the dealer has not heard anything back in reference to repair or replacement of the device. The malfunction has not been confirmed.